Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: axium slimtip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8176951.

Event description:
It was reported that patient's lead was fractured. Surgical intervention was undertaken and the lead was explanted and replaced. The investigation did not determine which lead was fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.